Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was damaged and dim. In a subsequent call, patient reported that the display screen had gotten dim over time and is now difficult to read in daylight. Patient denied that there was damage to the screen or evidence of moisture ingress in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.